Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that she was implanted with cartiva on the right and left side on (B)(6) 2018. Patient has not been revised, yet claims that a provider recommended revisions of both her left and right implants. Patient alleges continuous pain, imbalance, and lack of mobility.